Event description:
Leak 2" from luer of product, infusing unknown medication in extension set, fluid leaked into patients eye, unknown condition of patient. Follow up with patient condition showed no change in condition or harm. Tubing in haz mat bag and was requested by risk management to be retained, will not be returned to alaris. Database search shows no complaints with this lot and 1 complaint of separation with this product described as "cut by clamp."